Manufacturer narrative:
The sodium electrode lot number was gpw61 with an expiration date of 03-apr-2027. The ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) lot number was gqp87 with an expiration date of 20-jan-2027. The qc was acceptable. The field service engineer checked the analytical unit and found no cause for the event. He cleaned the electrode block, vacuum nozzle and tubing, sipper nozzle, waste valve, and the sample probe. He also adjusted the dilution and ise nozzles and replaced the ise degasser. Precision studies qc were performed, and they were within specifications. An ise comparison was performed with the other line with successful results. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 8 patients' samples tested on a cobas pro ise analytical unit. Discrepant results for 1 patient sample were provided: sodium: initial result: 152.0 mmol/l. Repeat result: 134.2 mmol/l. Chloride: initial result: 114.8 mmol/l. Repeat result: 100.0 mmol/l. The nurse stated that abbott I-stat analyzer obtained different results, prompting the customer to repeat the sample on a different cobas pro ise analytical unit. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.